Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the functional testing due to the motor error alarm anomaly. No motor position encoder error alarm was noted in the alarm history screen. The drive support disk was inspected and no anomaly was noted. Unable to verify the shutting off during bolus delivery due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was 300mg/dl. Troubleshoot was conducted. The customer had loose drive support cap. The customer was advised the pump would be replaced and returned for analysis.